Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced prolonged hyperglycemia after changing infusion supplies, with blood glucose rising to the mid-300s despite manual insulin and then recurring after meals; the user later changed supplies again and was advised not to use meal announcements to correct high glucose. Symptoms included hyperglycemia followed by a hypoglycemic episode to approximately 50 mg/dl after manual correction. Outcomes included several hours above 180 mg/dl, device high-glucose alerts for over 90 minutes on one occasion, use of back-up insulin, and no medical intervention or hospitalization. Investigation included user counseling on potential infusion site or cannula issues, guidance to replace supplies when persistent highs occur, and escalation for education on a high glucose action plan. Investigation of this case revealed likely infusion set or cannula-related delivery interruption contributing to hyperglycemia, compounded by user behavior of using meal announcements for correction, which contributed to subsequent hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was user technique and use error related to correction practices, with possible infusion set malfunction or site failure.